Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 111 mg/dl; cause was unknown. Customer was treated with anti-nausea medication and monitored in the ER to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.